Event description:
It was reported that the patient presented to the emergency department (ed) with a heart rate below the programmed lower rate and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead exhibited undersensing and non-capture, elevated/high thresholds, and oversensing crosstalk. The right atrial (ra) lead also exhibited elevated/high thresholds, and oversensing crosstalk, and ra lead dislodgement was suspected. An ra lead revision was completed the following day while the rv lead remains in use. The ra lead dislodged again and another intervention was completed six days post the original ra lead revision. The ra lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.